Manufacturer narrative:
The customer's report was verified and attributed to a defective integrated circuit on the pace/defib (pd) engine. The pd engine was replaced to remedy the report.the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.